Event description:
It was reported that the pump touch screen was unresponsive. Additionally, it was reported that the pump time was incorrect, cause was due to pump shutdown. Customer¿s blood glucose level was 246 mg/dl. The pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.